Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code lot number combination was conducted with no findings. The complaint cannot be confirmed for syringe tip breakage because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause is there was excessive pressure applied to the syringe that caused the tip to break. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that involved tr band was used after a right radial heart catheterization. After the patient was on the floor and the attending nurse was removing air for the second time reported that the tip of the syringe snapped off in the valve causing the balloons to deflate. Manual pressure was held. The patient was in stable condition. The procedure was completed. Blood loss was less than 250cc's. The event occurred post-treatment. Medical or surgical intervention was not required.